Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that a screw came loose. Not knowing what to do, he went to the emergency service at this hospital, where they were unable to help him. When he returned to his dentist, the dentist told him that this incident could happen and that his implant was safe and that they could look at it during his next checkup. Patient is waiting for the next appointment.